Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. There are several potential causes for the defibrillator to not charge fully including but not limited to accessories, battery depletion, or an electrode issue. Since shocks were delivered at 120 and 150 joules, the device is likely capable of delivering therapy if the criteria is met. Root cause cannot be firmly established without device logs, the device, and battery used during the event.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handled, discharged into a simulator on both ac and battery and passed defib cycling without duplicating the report. The battery from the event was not returned as part of the investigation. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old female patient, the device shocked the patient at 120j and 150j but failed to charge to 200j. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.